Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, periodontal disease, infection, pain, mobility. Implantation submerged, on reopening, the implant is found to be loose. Probably connective tissue ingrown from alveole #33 (ex #33 on (B)(6) 2019 and implantation #34 on (B)(6) 2019).